Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed remote checkout of the system and confirmed the reported issue. The display was recommended for replacement to resolve the issue. No report of patient involvement. Legal manufacturer: hcs madison - (B)(4).